Event description:
Rep reported that during a routine revision, as the valve was not flowing adequately, the surgeon unsutured the catheter and the connector broke away from the valve. Device was discarded. Replacement has been requested.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.